Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During troubleshooting for an unrelated alarm, the patient noticed some air bubbles in their patient line while performing therapy on the homechoice device. The patient was connected to the homechoice during fill one of four. The technical service representative advised the patient to start therapy over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.